Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarm occurred. During troubleshooting with tandem technical support, it was discovered that customer was using cold insulin; however, customer maintained that issue was due to sleep mode settings despite pump data showing that occlusions occurred outside of sleep mode. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was between 130-156 mg/dl.